Manufacturer narrative:
Literature citation : hironori hyodo et al. "Experience with balloon kyphoplasty for osteoporotic burst fracture". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a total of 14 patients with osteoporotic burst fractures underwent balloon kyphoplasty procedures (bkp) and were followed for more than 3 months postoperatively. All cases were cleft (+) and free of paralysis. The operated sight was t9 in 1 case, t12 in 6 cases, l1 in 5 cases, l2 in 1 case and l3 in 1 case. It was reported that there was one balloon rupture that occurred intra-operatively. No symptoms were reported.